Event description:
It was reported that the customer was having issues with bd drains at the hospital, that surgeons are very concerned with, and it is specific to neurosurgery. Bd 15 fr round lot# ngkz2385: per doctor #1, the trocar was extremely loose right out of the package. The diameter of the drain is larger than the trocar itself and much softer than the competitor's drain. There is a significant drag when trying to place the drain, and the trocar did not appear to be attached well. Bd 10 fr round lot# ngkz0166: per doctor #2, after placing the drain, it was identified that the drain was not patent and had to be replaced. If this had not been identified when it was, the patient would have had to return to the or to correct the drain and resolve any issues resulting from the drain failure. Wound drain was not used during a case due to problem identification. They have asked for the competitor's drain to be ordered to accommodate the surgeons until this can be addressed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.